Manufacturer narrative:
(B)(4)

Event description:
It was reported that the sheath tip got torn during insertion. Therefore, it was removed and replaced with a new one. No injury to the patient occurred.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. Visual analysis revealed two pieces of a blue extrusion inside a plastic bag. The appearance of the blue extrusion seems to resembles the dilator; however, from the photo and without the sample returned, a full visual analysis could not be performed to evaluate the sample. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. A potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or sheath/dilator assembly as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing guidewire, dilator, or sheath. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a damaged dilator tip was confirmed by visual inspection of the customer supplied photo. The image shows an extrusion with a deformed tip, however, full complaint verification testing to evaluate the cause of the damage could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the sheath tip got torn during insertion. Therefore, it was removed and replaced with a new one. No injury to the patient occurred.